Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;d9;g3;h2;h3;h6. Product was returned and evaluated. Visual examination of the returned product identified inner spherical surface indentations. Rim, antil rotation scallops, and wall showed gouges and indentation damage from attempted implant and removal. No other damage was noted. Dimensions for overall width, height, and wall thickness were measured and fount to meet product specifications. Review of the device history records identified no deviations or anomalies during manufacturing. As insufficient information was provided, a compatibility check could not be performed. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner popped out several times during insertion. There was a 30 minute delay and no further patient impact. There is no additional information available at the time of this report.